Event description:
Healthcare professional reports one incident of a patient reaction with the psn 210 dialyzer. Patient experienced throat tingling and tightness, and skin flushing approximately five minutes into treatment. Patient was administered 50 mg benadryl IV and 250 cc normal saline with relief. Patient was monitored by the emergency room physician at the dialysis clinic with no further medical intervention. The fibers in the dialyzer were observed by the nurse to have an area approximately a half inch wide running the length of the dialyzer which did not appear to be filled with blood. Blood was not returned to the patient with an estimated blood loss of 350cc to 450 cc. Treatment was resumed with a new psn 210 dialyzer of a different lot number without further incident. Per hcp, the patient complained that later the same evening, symptoms returned gradually. Per hcp, no further medical intervention was provided and the patient's symptoms resolved. Per hcp, the patient continues to dialyze successfully with the psn dialyzer without further incident.